Event description:
It was reported that the usb cable "stopped working." There was no reported impact to the customer's blood glucose level. A replacement cable was sent to the customer. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.